Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the emergency department via ambulance. It was noted that the logfile captured driveline disconnect, low voltages, low flows, and pump stops. Log files were submitted for review and captured a string of low power advisories on (B)(6) 2025 at 8:09 am while tethered on batteries where the white power lead was disconnected from battery power. The black power lead was connected to a near full charged battery from 8:10 am to 9:38 am, with intermittent episodes of low power hazard alarms. There was no interruption in pump support during these events. The event log recorded low_flow / driveline_disconnect / lvad_off alarms on (B)(6) 2025 at 9:40 am for around 4 seconds due to possible electrostatic discharge (esd) or intentional driveline disconnect from the system controller. In this case it appeared to be related to a driveline disconnect event. The black power lead was connected to battery power during these events. The event log recorded additional driveline_disconnect / lvad_off alarms on 13feb2025 at 9:43 am, including no external power alarms where the driveline was disconnected from the system controller. In addition, the controller power leads were disconnected from external power where the system controller operated on emergency backup battery (ebb) power. The system controller recorded shutdown_sequence_started events at around 10:05 am, where it appears the controller was attempted to be placed in sleep mode. The controller recorded shutdown_sequence_started & shutdown_sequence_aborted events 13feb2025 from 10:05 am through 10:27 am. It was noted the patient was sleeping on battery power. It was noted that the backup system controller was reportedly connected to the patient at some point. Log files for the backup system controller were submitted for review and did not indicate that the driveline was connected to the backup system controller. It appeared that the backup controller was connected to external power on (B)(6)2025 from 10:06 am through 12:33 pm.

Manufacturer narrative:
B5 narrative information. H1 - type of reportable event updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that a rescue squad found the patient at home not connected to a power source and unconscious/unresponsive with agonal breathing rhythm. They performed cardiopulmonary resuscitation (CPR) and then proceeded to initiate advanced cardiac life support (acls). There was no left ventricular assist device (lvad) hum noted, and the pump running symbol was not illuminated on the system controller. The system controller displayed "charging" mode. The driveline was connected to the patient and the system controller had both fully charged 14v batteries connected. As acls continued, a system controller exchange was performed successfully and the pump restarted, and there was auscultation of an lvad hum. The patient was noted to be in a sinus rhythm with unknown blood pressure and was then transferred to a facility and ultimately passed away due to an anoxic brain injury. The outcome was considered to have been device related or possibly user error, since the device seemed to have operated as expected. At the time of explant, the pump was noted by the site to be broken.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. On (B)(6) 2024, the driveline was disconnected twice, causing the pump to stop. Following the reconnections of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists neurological events (not stroke related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.